Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an 7.5mm reamer was placed over the pin of an ar-2260 distal biceps repair implant system, and it would not advance to ream. Another kit was opened and case was completed without further issues. Once was finished, upon evaluation, it was discovered that the pin had a niche in the metal, which prevented the reamer from advancing down. This was discovered during a distal bicep repair procedure on (B)(6) 2022.